Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that while procedure: open reduction internal fixation finger. Surgeon reported during a conversation that the head of a 1.5mm cortex screw (titanium) twisted off during insertion. It was unclear if it was during the final tightening or actual insertion. The remainder of the screw was left in the patient. He also reported that he was required to remove a 1.5mm locking screw and the screw recess became damaged and the screw was unable to be removed. He noted that there was no specific removal instrumentation for the t4 stardrive recess if it became damaged. He needed to bend the plate and use it as a handle to remove the plate. Surgical delay was experienced as a result, exact surgical delay unknown. No reported adverse event to patient. This complaint involves two devices. This report is 1 of 2 for (B)(4).